Manufacturer narrative:
Method: device inspection; device history review; complaint history review; risk assessment. Results: the xia 3 titanium multiaxial crosslink was confirmed to have a screw tip that has broken off via visual inspection. The event reported occurred intra-op and resulted in no delay. The most likely cause of this event was due to this excessive force applied by the surgeon while tightening the set screws. Excessive torsional forces on the set screws would cause them to deform and become unable to back out of the threads. There were no manufacturing issues pertaining to this lot number. No severity or occurrence thresholds were breached. This event did cause a 5 minute delay in the surgery and did not cause any adverse consequences to the patient. Conclusion: the most likely cause of this event was due to this excessive force applied by the surgeon while tightening the set screws. Excessive torsional forces on the set screws would cause them to deform and become unable to back out of the threads.

Event description:
It was reported that during xia3 surgery, when the surgeon loosened the nut at the center of the connector, part of the nut fractured. Therefore the surgeon changed the connector out for another connector of the same size.

Event description:
It was reported that during xia3 surgery, when the surgeon loosened the nut at the center of the connector, part of the nut fractured. Therefore, the surgeon changed the connector out for another connector of the same size.